Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the unit was able to pass all required patient side cart (psc) fixture test platform (pftp) test and system tests without triggering any errors. Visual inspection did not find any factors that could have contributed to the reported event. The complaint regarding system errors was not confirmed by failure analysis. While the failure was not replicated during field evaluation or failure analysis, the error identified in the logs point to a potential faulty axes controller carriage logic (accl) board or rolling loop fiber.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and noted that errors were intermittent and could not be replicated. Fse replaced the universal surgical manipulator (usm4) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm4; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, customer had encountered issues with the universal surgical manipulator (usm4) on patient side cart (psc). The system was asking them to disable the usm4 or retry. Prior to calling in an intuitive surgical inc., (isi) technical support engineer (tse) , customer tried multiple hard power cycles but with no change. Tse advised the customer to perform one additional power cycle. Tse reviewed the system logs and noted error 319 on it. During the call, customer asked if another psc could be brought in. They initiated the processes to take care of it. On the follow-up call customer stated that they were trying to get system out of the room. Due to the system error, boom had to be disabled and they were unable to move system into their room. Customer was asking if they can lower the boom manually but, tse replied that they it was not possible. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: ports were already placed when the issue was identified. The procedure was converted to laparoscopic approach; additional ports were not added. The procedure was delayed by about 10 minutes due to the issue.